Event description:
It was reported to vyaire medical that the vela ventilator, battery sparked while reconnecting and a burnt out component on main board. The customer is doing the 2yr pm (preventive maintenance), tried to connect the battery and it arched and popped and blew out something on the main board.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to confirmed the reported issue. This is isolated to wrong wiring assembly at molex dc power connector. Visual inspection of uut (unit under test) assembly, found crossed wires at molex connector.